Event description:
It was reported that the patient underwent a neurostimulator system replacement. A new neurostimulator, lead, and extension were implanted. There was some discrepancy between the date of the replacement. The information reported stated (B)(6)-2011 as the date of battery replacement while the manufacturer's device registry showed (B)(6)-2011 as the date of replacement for the battery, lead, and extension. No further information was reported at this time. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Lead model 3389s-40, serial # (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6); extension model , serial # (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6); accessory kit model 3550-09. Analysis of the neurostimulator model 7426, serial #(B)(4) found no anomaly. Telemetry tested okay and good stable output was observed on all electrode pairs. The device passed the automated test console. Visual inspection of the accessory kit model 3550-09 plug and cap found no anomaly.